Manufacturer narrative:
Concomitant medical products: 638rl32 heart ring, implanted (B)(6) 2020; 0185 lead, implanted (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant the right atrial (ra) lead became dislodged. The ra lead was revised and remains in use. No patient complications have been reported as a result of this event.